Event description:
During a slap repair, the surgeon drilled an insertion site on the edge of the glenoid. Then the bioraptor anchor was inserted into the hole. After tapping on the top of the inserted twice to pound the anchor into the insertion site, the bioraptor anchor snapped in half. Only half of the anchor was inserted into the insertion site. It was not possible to remove the bottom half of the anchor out of the bone. A back-up device was available. A delay of fifteen mins resulted.

Manufacturer narrative:
The lot # provided cannot be verified therefore, the age, MFR date and exp date are unk. No prod is being returned for eval.